Event description:
It was reported that during a lap donor nephrectomy procedure, the device failed to form staples when it was fired. The staples went into a w shape. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.